Event description:
Pt's spouse reported the pt was treated for peritonitis. Follow up with the pt's peritoneal dialysis nurse was done and she confirmed the diagnosis. The pt was in treatment on the cycler. Her cat chewed on the drain line and the pt developed cloudy effluent later that day. She was treated with antibiotics and is "doing well now". The sample has been discarded.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported peritonitis after her cat chewed the drain line. A supplemental medwatch report will be submitted upon completion of the investigation.